Manufacturer narrative:
Concomitant products: baxter 250ml bag of 0.9% nacl injection, ndc 0338-0017-02, lot y207878, exp feb 2018; baxter 250ml bag of 200mg oxaliplatin in 250 d5w, ndc 0338-0017-02, lot y203844, exp dec 2017, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the customer which states, "oxaliplatin leaked from connection between texium and hub on primary tubing. Less than 5mls of chemotherapy dripped onto the floor and base of IV pole. No injury to patient."

Manufacturer narrative:
The customer¿s report of fluid leakage at the attachment site of a texium-bonded secondary set to a primary set was not confirmed. Microscopic examination revealed an upturn to the edges of the smartsite threads, visible at both starting points. This particular type of damage is consistent with what one would observe when an excess of torque has been applied during attachment of the texium valve to the mated smartsite port. Functional and pressure testing resulted in no leaking. The cause of the reported failure was not identified.

Event description:
Subsequent information added: oxaliplatin 200mg/d5w (85mg/m2) to infuse at 157.5mg/hr over 2 hours.